Manufacturer narrative:
Date of event" is 2020. Additional clarification requested for the month and day of the event. Investigation summary: the device was visually inspected and it was found in good condition. A second closer inspection was performed and found reddish material and a hole on the pebax. Then, magnetic sensor functionality was tested on the carto and the catheter failed as error 106 was observed. A failure analysis was performed, and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the biosense webster, inc. Product analysis lab identified a hole on the pebax with internal parts exposed. Initially, it was reported that during the procedure, they encountered a force sensor error. There was a 10 minute delay. The cable and catheter were replaced. The procedure was completed successfully. There was no patient consequence reported. The force sensor error was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The bwi product analysis lab received the device for evaluation and identified on may 14, 2020 during the second catheter inspection, reddish material inside of the pebax and a hole with internal parts exposed. The event was originally considered non-reportable, however, bwi became aware of the hole on the pebax with internal parts exposed on may 14, 2020 and have assessed this returned condition as MDR reportable. The awareness date for this record is reset to may 14, 2020.